Manufacturer narrative:
Patient identifier: sample numbers are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated total bilirubin results generated on the architect c16000 analyzer for multiple patients. When the analyzer was inspected, they found total protein in the carousel position d8 that the analyzer indicated total bilirubin was in, therefore indicating the analyzer read the total protein reagent as total bilirubin. The customer rescanned the reagent carousel and all the reagents were properly identified in the correct position. The customer provided the following examples of total bilirubin results: (B)(4). No impact to patient management was reported.

Manufacturer narrative:
The customer inspected the analyzer and rescanned the reagents which solved the issue. The architect system software v9.45 was identified as the likely cause of the issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending of the product list number and complaint activity did not identify any trends for the architect system software associated with the issue described in this complaint. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module serial number (B)(6) or the architect system software v9.45 was identified.